Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle safety mechanism did not cover the internal needle. It was also reported it was unsure if the needle worked to administer the dose of insulin.

Manufacturer narrative:
Customer returned (1) sealed autoshield duo sample from lot # 8138960 as well as a humalog kwikpen. Customer states that the safety mechanism did not cover the internal needle and it was unsure if the needle worked to administer the dose of insulin. The returned sample was tested and was able to expel properly as well as activate properly on both ends of the sample without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for difficult/unable to operate (safety mechanism & pen needle) on lot # 8138960. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd autoshield duo safety pen needle safety mechanism did not cover the internal needle. It was also reported it was unsure if the needle worked to administer the dose of insulin.